Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/19/2017 with the following findings: there were unexplained pump reboot events observed in the pump's black box. The battery compartment was found to be cracked above and below the bumper pad. A test battery cap was able to fit to the pump and maintain an electrical connection. The pump was exercised for 24 hours with no power issues observed. Unrelated to the initial allegation, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.